Manufacturer narrative:
B2: event date: date is an approximation as the exact date of the event was not reported. The investigation is ongoing; a supplement report will be sent upon completion.

Event description:
The consumer reported a false positive result with the binaxnow covid-19 self-test on an unknown date on (B)(6) 2025. The consumer indicated that the result showed a dark pink control line and a faint pink sample line (indicates a positive result) and was unsure if the result was positive. Due to what the consumer reported as an inconclusive result, they visited an urgent care center where an unknown covid-19 rapid test was performed that presented a negative result. The consumer reported to have been symptomatic including a mild sore throat. No negative impact was reported as a result. No further information was reported.